Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The infusion set was leaking, and the cannula fell off. The infusion set had been in use for 2-3 days. The insertion site was the abdomen. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.